Manufacturer narrative:
The report that the system on button was not working was not confirmed. One front case assembly with keypad was received for investigation. The instrument itself was not provided. Physical inspection of the part noted no damage or anomalies. When tested, the test pcu did turn on. All led¿s and keys appropriately functioned. After disassembling the keypad, dried fluid was discovered and can be seen across multiple traces. Keypads that pass functionality testing are tested three times to check for intermittency. Primary root causes for keypad malfunction are inadequate cleaning processes and design. The unresponsive pc unit keypads occur due to corrosion and damage to the circuit layer when fluid ingresses to the bottom right quadrant of the keypad, where the flex cable bends to the backside of the front cover. Fluid ingress causes cracks in the flex cable section of the keypad and corrosion of the silver traces, resulting in trace interruption identified as an open or short circuit, ultimately leading to unresponsive keypad keys. Device history review: serial number (B)(4) service history record showed the device had a manufacture date of 08/23/2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 09/15/2020. It indicated that this device had not been previously returned for service. A review of the production failure records was performed beginning from the date of manufacture through the present. The failure record showed no production failure records were opened for the source devices. Only keypads were provided for investigation.

Event description:
It was reported the front case is being replaced as the system on button was not working. There was no patient involvement.